Event description:
Reportedly, during the follow-up on 14 april 2025, the ventricular lead impedance was measured below 200o. A reintervention is planned.

Manufacturer narrative:
Investigation summary: review of the provided files confirmed on the follow-up dated 18 june 2024, the decrease of both atrial and ventricular impedances below 200 ohms in bipolar and on (B)(6) 2024, the first episode with atrial oversensing caused by non-physiological artefacts. Both atrial and ventricular leads were received without their connectors. Abrasions were observed on the outer tube of the atrial lead at 35 mm and 42 mm from the distal end, and on the ventricular lead between 60 mm and 71 mm from the distal end. Based on the location and characteristics of these insulation breaches, the most probable root cause is lead-to-lead abrasion. The reported issues (low impedance and artifacts on the atrial channel, as well as low impedance on the ventricular lead) are consistent with the abrasions identified on the distal portions of both leads. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during the follow-up on (B)(6) 2025, the atrial and ventricular lead impedances were measured below 200o and some episodes with atrial noise were recorded since (B)(6) 2024. A reintervention occurred on (B)(6) 2025 to explant both leads.